Event description:
It was reported when using the bd pyxis medstation es system tower door was clicking and failing. The customer added that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the tower door was clicking when opened. The field service engineer removed the panel, cleaned and greased the micro switches to resolve. The system functioned as intended after the field service engineer troubleshooted the device.